Event description:
During an acl reconstruction procedure, it was reported that when the needle was pulled out from the meniscus after t1 deployment, the t2 implant fell off from the inserter needle without pushing the trigger. All implants were removed from the joint. The procedure was completed with a back up device. No patient injury or complications were reported. The devices were scrapped at the facility and will not be returned.

Manufacturer narrative:
Evaluation was not possible, as the device will not be returned. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints of this nature have been filed and that no abnormalities were reported with this product during manufacture. No further investigation is necessary at this time. (B)(4).